Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as: 2134265-2014-06406, 2134265-2014-06405. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention, an opticross¿ imaging catheter was used in conjunction with ilab ultrasound imaging system and a sled to perform automatic pullback. However, it was noted that pullback failure occurred. The procedure was completed without issue after the opticross¿ imaging catheter was exchanged to another opticross¿ imaging catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. Evaluation of the returned device revealed that a kink was observed in the telescope assembly at 70.0cm from femoral marker to the proximal end. By using a test pullback sled assembly, the catheter was able to properly pull back manually and automatically. During image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was further reported that the target lesion was 90% stenosed which was located in the mildly calcified and non tortuous distal right coronary artery.